Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed the implantable cardiac monitor erroneously recorded multiple pause episodes due to undersensing. It was noted that the patient had a history of syncope so the physician elected to upgrade to a dual chamber pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of undersensing was not confirmed. Final analysis was normal. No anomalies were found.